Event description:
Additional information was received. The patient stated that the pcp thinks the buzzing is due to a nerve. They changed the settings and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient reported that yesterday they were driving and they thought there was something wrong with their car because their seat was buzzing, they stated "like you can't hear it" but they could feel it and it was constant. The patient stated they got off the highway and the buzzing had continued even when they were sitting in a regular chair and that they could feel it now. Patient services asked the patient if they'd had any falls or traumas that led to the issue and the patient stated no, but this one was only 3 years old so they hoped it wasn't already dying at only 3 years. The caller stated they thought the issue was at the end of the lead where their coccyx bone was. Patient services offered to walk the patient through checking their imp lant settings and the caller stated they hadn't touched their external devices since they were implanted with their current system. Patient stated they'd gotten the external devices out and started charging them this morning ((B)(6) 2024). The communicator was not powering on when patient services began to walk the patient through attempting to connect. Patient stated they'd only charged it for 3 hours thus far and the battery light had still been orange. Agent reviewed with the patient to attempt to keep charging the communicator (maximum time 5 hours total) and to try again with powering on the communicator if the battery light went green. Patient to continue charging their communicator and stated they would call back to continue troubleshooting. Patient services also redirected the patient to follow up with their managing health care provider (hcp) about the buzzing and the patient stated they no longer had a health care provider (hcp) because the hcp had left their area. Patient decline physician listings because they stated they had an appointment with their hcp tomorrow ((B)(6) 2024) and that they would get a managing health care provider (hcp) from them at that time. Patient to call back to continue troubleshooting and potentially for assistance in connecting to their settings. Documented reported event. No further action was taken by agent. Additional information received indicating that the patient reported that they charged the equipment and were wanting to connect to the application. Agent attempted to walk the caller through the steps of connecting to the handset, but the patient stated that they've never charged the tm90. Agent sent an email to repair to replace the tm90. Additional information indicated that the patient mentioned that they got a replacement tm90 communicator because they neglected to charge the previous communicator. The patient requested assistance pairing the replacement communicator to the handset. Agent reviewed requested information and the communicator paired successfully. Regarding the buzzing sensation, the patient had an hcp appointment yesterday and the hcp placed a stethoscope on the ins site but they couldn't hear anything. The hcp said it was probably the patient's nerve "getting angry about something." The patient thought the lead was doing something to their nerve. The patient said that at the end of the month, they will their ins checked. The patient asked what they could do with their settings to see if they could get the buzzing sensation to stop. Agent reviewed considerations and the patient elected to change to a different program. The patient could not feeling the buzzing sensation at the time of the call, but they thought that was probably because their mind was distracted. The patient will monitor symptoms until their appointment at the end of the month.